Manufacturer narrative:
Do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The occlusion alarms began when the customer switched to using apidra insulin in their cartridge. The occlusion alarms would be resolved by changing the pump supplies. The customer's blood glucose (bg) levels ranged between 200-550mg/dl and correction boluses were delivered to address the bg level. Tandem technical support informed the customer that only humalog and novolog insulin have been tested with the pump. The customer was to contact their healthcare provider to get a new insulin prescription.